Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received and electronic data, the cause of the reported event remains unknown.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.